Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 400cc mentor memorygel breast implants and experienced postoperative asymmetry. On (B)(6) 2019, the patient underwent surgery for a bilateral explantation and breast lift. During the procedure, the surgeon discovered that the right-sided implant was ruptured. The impacted product along with the left-sided device were explanted and the procedure continued as planned. The patient did not receive any replacement devices. In addition, the patient also experienced the following throughout the years. During an annual ob exam on (B)(6) 2014, while mammography the patient felt severe ripping pain in the right side/arm. Ob thought it was a tear in the pectoral muscle. About a month after, the following symptoms started: hair loss, full rashes and blisters, hypothyroidism, joint pain, inflammation, swelling, brain fog, vision changes, loss of eyelashes and eyebrows, migraines. By (B)(6) 2015 the patient was constantly sick. Six years of mammogram showed the implants intact, but upon explant on (B)(6) 2019, the right device was found to be ruptured. Four hour removal surgery and the surgeon was freaked out they spent all the time picking out free silicone. The doctor said it was the worse they have seen and had been ruptured for a long time. During a (B)(6) 2020 MRI, they found free floating silicone. This medwatch form is for the left breast prosthesis. Right breast implant rupture reported under mrn: 1645337-2019-22769.